Event description:
It was reported by service report that the nurse call docker cable separated from the 37 pin connector on the bed.

Manufacturer narrative:
Result: nurse call cable separated from connector.